Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was allegedly involved in a perforation of the heart. The patient presented to the hospital but at the moment, no further information is available. Evidence suggests the device remains in service.